Event description:
It was reported that noise resulting in oversensing was observed on the atrial lead. Insulation damage was suspected but not confirmed. No intervention has been performed. The lead remains implanted and the patient was stable.